Manufacturer narrative:
Continuation of d10: product ID 4351 lot# unknown serial# implanted: (B)(6) 2011 explanted: product type lead product ID 4351 lot# unknown serial# implanted: (B)(6) 2011 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the serial/lot information of the affected device was not available. The replacement had not yet occurred or been scheduled due to looking for a different surgeon, it was noted a list of surgeons had been provided. The device remained implanted at this time.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2022 a new implantable neurostimulator (ins) was connected to 2 leads that had been implanted in (B)(6) 2011. Pre-op impedance check was done; impedance was >4000 ohms on 3 circuits. The leads being nearly 12 years old was listed as a contributing factor. Impedance tests were done at 0.25 volts (v), 0.7v, 2v, and 3v. The leads were disconnected and reconnected and the impedance results were the same. The new ins was turned off and a lead replacement would be done in the coming weeks/months. The issue remained unresolved at this time. Patient reported a return of symptoms.

Manufacturer narrative:
Concomitant medical devices: product ID: 4351, serial/lot#: unknown, implanted: (B)(6) 2011, product type lead product ID: 4351, serial/lot# unknown, implanted: (B)(6) 2011. Other relevant device(s) are: product ID: 4351, serial/lot #: unknown, product ID: 4351, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.